Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a leak splash, insufficient flow or under infusion and output problem. The patient had reported feeling increasingly short of breath and more fatigued over the past few weeks. Additionally, reporter stated that the patient noted swelling in the feet, which the doctor was aware of. Per reporter, the patient requested additional cassettes due to some being defective and leaking. This was a continuous infusion, but the flow rate and volume delivered were unknown.